Event description:
Customer reported erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. The test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer for two different assays. One assay was used in correlation studies only. The other assay (this MDR) was an ordered test and was reported out of the laboratory.

Manufacturer narrative:
Samples were collected in lithium heparin plasma tubes with a gel separator. Processing information was not provided. Quality control (qc) was within the customer's established ranges prior to and after the event. Specific qc data was not provided. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 2122870-2011-04036.